Event description:
It was reported that an intraocular lens was removed from the patient's right eye postoperatively due to lens discoloration. Another lens of different model and diopter was implanted successfully. The patient's prognosis was reported as good.

Manufacturer narrative:
The lens have been requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.